Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 1,2 and 3 was not detected on the communication bus. A field service engineer found that all doors on tower2 had failed. There were no lights on the controller. The controller was replaced to resolve this issue. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility: baylor scott & white orthopedic and spine hospital - arlington

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door failed not detected on the communication bus. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.